Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient who was reported as being in (B)(6). The facility reporter indicated the index procedure occurred two weeks from the date it was reported to the manufacturer representative. The date of (B)(6) 2011 is being used as estimated date. The customer reported the device was discarded. The lot number was not provided, therefore, device lot history review could not be performed. Based on the information received and without the product to examine, a definitive cause for the reported experience cannot be determined.

Event description:
It was reported that a technician, trained in the use of the proglide device, attempted arteriotomy closure of a common femoral artery (cfa) after an interventional procedure. Reportedly, all the deployment steps were completed uneventfully, however, bleeding was still observed. A non-abbott device was used to achieve hemostasis. The patient did not experience any adverse effect. The cfa was described with some disease, but not at the access site. Though requested, no additional information was provided.